Manufacturer narrative:
The product was not returned to microline surgical, inc. An investigation could not be performed.

Event description:
During a surgical procedure the tip of the ultraslim cautery forceps, broke and fell into the patient. The surgeon was able to retrieve the piece. The procedure and anesthesia time was not extended. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. The device was returned with a damaged tip. The type of physical damages noted on this device indicate that the insulation on the tip may have been compromised. The device was returned with a damaged tip with missing shrink tubing on the heater side and with the heat shrink isolated from the device. The heat shrink tubing from the heater side, was slightly damaged. Such damaged could potentially happen if the device was activated with the jaws pressing up against each other which may compromise the strength and dimensions of the heat shrink. This complaint is confirmed. A possible root cause may be the device being activated with the jaws held together.

Event description:
During a surgical procedure the tip of the microceps, broke and fell into the patient. The surgeon was able to retrieve the piece. The procedure and anesthesia time was not extended. There was no harm to the patient.